Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the e360 ventilator had a flow sensor error. The ventilator was not in use on a patient at the time of the reported issue. Medtronic/covidien was not authorized to repair the device. A non-medtronic/covidien service provider inspected the device and found the flow sensor to be faulty. To address the issue, the flow sensor was replaced. The issue was resolved.